Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. A pacemaker system was implanted to complete the procedure. Additional information has been requested but was not provided at this time. This lv lead has not been returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was concluded that the clinical observations are a known inherent risk with use of this product. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to infection. A pacemaker system was implanted to complete the procedure. Additional information was requested but not provided. Due diligence has been completed. This lv lead was returned and analysis completed. No additional adverse patient effects were reported.